Manufacturer narrative:
Concomitant medical products: product ID: a03888001, lot# n/a, serial# unknown, product type: recharger. Product ID: pnma01411a004, serial# unknown, product type: recharger. (B)(4).

Event description:
The consumer reported having discomfort at the stimulator site when recharging. After charging the implantable neurostimulator (ins) sometimes it would hurt bad because it was so close to the top of the skin. It hurt during charging and the patient could not lay down or sit. These issues had been present since implant but had gradually gotten worse in (B)(6) 2015. It felt like the ins was going to come through the skin and it felt like the ins was moving around. The patient also noted that the ¿charge box¿ was moving around but it was unclear what this was referring to. The patient did not like using the recharging belt because it kept going below the patient¿s belly and it would keep it misplaced. The patient had been using a back brace for charging instead. Sometimes they would put the antenna inside their pants but it hurt too much and rubbed right against the skin. The patient was sent spacers to try during recharging. The patient was indicated for non-malignant pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the consumer reported that the spacers helped resolve the pain and discomfort the patient had while recharging.